Manufacturer narrative:
A patient experienced discomfort at the ipg site was reported to abbott. Subsequently the patient¿s system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient had discomfort at the ipg site. As a result, surgical intervention was undertaken during which the system was explanted. Surgical intervention addressed the issue.